Event description:
It was reported that cco/cci readings were unstable and fluctuated from 1l to 5l/min. During a timeframe of approximately 30-60 minutes without massive fluid infusion, severe bleeding, or administering vasoactive agents. There were no error messages observed. It is unknown if a sequential compression device was used at the same time. It is also unknown how the customer dealt with the case or if any troubleshooting was attempted when the problem was observed, but there were no patient complications reported.

Manufacturer narrative:
Evaluation of the returned monitor was unable to confirm the customer's complaint. The device was tested for 39 hours by exclusive simulation, and final acceptance test unit (fatu) with no failures observed. The device history record review supports that there were no non-conformances noted for any reason. We have also confirmed no failure as associated with the 70cc2 cable. No further actions will be taken at this time. See associated system-related component complaints: (B)(4) (MDR to be filed subsequently after the report for the vig ii) as it relates to the 70cc2 cable.